Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. A functional test was performed. The unit was tested for leakage by passing water through it; a leak was detected in the luer. The root cause of the reported event was found to be due to lack of solvent in the bond joint. All mitigations in place were verified, confirmed and was executed accordingly; therefore there were no corrective actions to be implemented.

Event description:
It was reported that medical fluid was leaking from between the connector and the tubing. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07985 is no longer considered reportable, please disregard any MDR reports associated with it.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07985 is no longer considered reportable, please disregard any MDR reports associated with it.